Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient (pt) experienced a loss or change in therapy; the pt reported they felt the stimulation in the correct/bicycle seat area, the therapy was on, and no trauma/falls were related to the event. The pt stated they will have their two week post-op visit next week and would follow up with the healthcare provider (hcp) about changing programs. The pt noted they were already in their 3's on their amplitude. The pt reported a return of symptoms which began last sunday. If additional information is received, the event will be updated.